Manufacturer narrative:
Correction: please retract this report 2017865-2024-67464. Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that patient presented in clinic for follow-up. It was noted that right ventricular (rv) lead exhibited high defibrillation lead impedance. Programming changes were made. There were no patient consequences.